Event description:
At the follow-up, the valve was found to be stenotic. The pt developed shortness of breath after two months of implantation and a tee revealed progressive deterioration in effective orifice area. The pt is currently hospitalized on a ventilator in another hospital.